Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence and foreign body sensation is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of intense light sensitivity and burning sensation one week post lasik procedure. Patient reported it increases while working at the computer and is not improving. Reporter indicated the topical steroid eye drop dosage was increased. Upon follow up, the reporter indicated the patient symptoms have started to improve. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.